Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The attachment was received in non-working condition; as a result, the complaint could not be confirmed. However, evidence indicating cap and bearing failure, free roaming ball bearings and excessive debris which most likely created friction within the head which resulting in temperature increase. Root cause code: set/tail/head assembly, maint/no lube.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.